Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. A trauma was reported, which likely led to mobilization of the electrode lead. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The father reported that while playing in the street, the child was hit by another child on the implant site and afterwards he was unable to hear anything with the device. The user was hearing well before the accident. The user was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to determine an exact root cause a device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The father reported that while playing in the street, the child was hit by another child on the implant site and afterwards he was unable to hear anything with the device. The user was hearing well before the accident.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The father reported that while playing in the street, the child was hit by another child on the implant site and afterwards he was unable to hear anything with the device. The user was hearing well before the accident.